Event description:
It was initially reported that during a da vinci-assisted surgical gynecology procedure, the monopolar curved scissors (mcs) tip cover accessory fell off the instrument, but no further details were available. The procedure was completed with no reported injury. On 03-dec-2021, the original reporter contacted isi to provide the following updated information: she spoke to the scrub tech in the procedure and learned the mcs tip cover accessory was never used on the mcs instrument. It was left on the tray and was found there. Nothing fell into the patient. There was no injury to the patient. On 13-dec-2021, isi contacted the original reporter and obtained the following information: the original reporter found the scrub tech and learned there was a small spark observed when the surgeon was using the mcs instrument. As soon as that happened, they stopped using the instrument and pulled it out. That's when they realized the mcs tip cover accessory was missing from the instrument. They checked to make sure there was no burn mark or injury to the patient and there was none, so they continued with the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was not able to confirm/reproduce the reported complaint. The instrument with an in-house tip cover was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The in-house tip cover did not fall off of the instrument. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have blade damage. Both blade edges were indented, which prevented the blades from closing. Root cause of this failure is attributed to mishandling/misuse. The instrument blades were found with signs of corrosion. Both blades exhibited orange discoloration on the outer, non-cutting surfaces of the blades. The common cause for corrosion is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing technique. The instrument was found to have discoloration of the blade. The blade exhibited black discoloration at the tips. Root cause of this failure is attributed to a component failure. The instrument was found to have thermal damage to the tube extension. The distal orange part of the tube extension was where the thermal damage was located. The instrument passed the electrical continuity test. Root cause of this failure is attributed to mishandling/misuse. A review of the instrument log of the mcs (part # 470179-19 / lot # k14210524-0265) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system sk4721. The alleged event occurred on the 8th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: during the procedure, arcing was observed from the mcs instrument. It was noted that the mcs tip cover accessory was not installed on the instrument at the time. Failure analysis found the mcs instrument to have thermal damage to the tube extension. The distal orange part of the tube extension was where the thermal damage was located. The instrument passed the electrical continuity test. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.